Event description:
It was reported that the cutter will not retract either in sample or positioning mode during a breast biopsy procedure. The case was completed with another type holster. There was no consequence to the patient. One device is being returned.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint and found that excessive body fluids caused the transverse drive shaft and its surrounding components to be non functional. To correct the issue, the analysis site replaced the transverse drive shaft, top and bottom motor mount assemblies, and bushing. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.